Event description:
Patient was revised to address malalignment. Both tibial and femoral components were surgically placed in valgus.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The initial reporting stated the product was not suspected of failing the meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided information indicated device alignment was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.